Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn. The coating of the probe was partially missing. There was scratch on the probe. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating of the probe was damaged when the user scraped tissue or coagulum on the probe with a sharp object. The above device handling has warned in the instruction manual as follows. If the grasping section, metal-exposed area around it or the probe tip gets "sticked" tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a hepatectomy, this subject device was used. The subject device could not output. The intended procedure was completed with another device. There was no patient injury was reported. On april 9, 2019, olympus medical systems corp. (Omsc) found that the coating of the probe was partially missing. This is the report regarding the missing of the probe coating.